Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 814:04. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 814:04 was confirmed during product evaluation. The assignable cause was a disconnected air in line printed circuit board. The air in line printed circuit board was replaced to correct the reported condition. The user interface module software version is 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.